Event description:
The patient reported that her infusion device has something that looks like "skin: floating underneath the display screen. The patient reported that this issue has been occurring for the past 3 months. She reported that at times the particle floats around the screen and she cannot read some of the characters on the infusion device. The product was requested to be returned, but the patient declined to return the infusion device for evaluation. At this time no product will be available for evaluation purposes.

Manufacturer narrative:
No product will be returned for evaluation